Event description:
(B)(4). Initial info was received from a physician on 05-may-08: this physician states that he saw an injection demonstration of injectable poly-l-lactic acid [sculptra] (lot# and exp date not known) at a conference, date not known, gender of pt was not specified. The poly-l-lactic acid was injected in the hand, and "it came out very ropey in appearance," nos. No further medical info was reported. Additional info for sculptra (lot# and exp date - not provided) from (B)(4): because no lot # is available, an investigation has been performed on the documentation of all potentially involved mfg batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable.

Manufacturer narrative:
Conclusion: no faults detectable.